Event description:
It was reported that during a procedure of the calcified right coronary artery (rca) where 2 drug eluting stents (des) were placed, a non-abbott balloon was attempted to pre-dilatate the posterior descending artery (pda) lesion but dog-boned and was removed. Direct stenting with the mini vision stent delivery system (sds) was attempted in the pda but could not advance the tight lesion and the sds was removed without issue. The lesion was pre-dilated and the mini vision sds was reinserted; however, could not cross the tight lesion. During removal of the mini vision sds from the pda, resistance was felt between the 2 previously placed des and the mini vision caught on the first stent. The guide catheter and mini vision sds were removed as a single unit. Once outside the anatomy the stent implant was not on the sds. It was thought to remain in the anatomy. The stent implant was visualized under fluoroscopy outside the guiding catheter but the stent implant could not be located in the patient anatomy. A snare procedure was performed the following day and the stent was retrieved and removed from the superficial femoral artery. There was no reported adverse patient effect. The patient was discharged on (B)(6) 2011. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation; distal to stent; re-insertion. The mini vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the heavily calcified lesion was not pre-dilated prior to advancing the sds which likely contributed to the reported difficulty. It should be noted the multi link mini vision rx and otw instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported the mini vision sds was re-inserted into the patient anatomy after the first failed attempt to cross the lesion. It should be noted the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Additionally, it was reported the mini vision was attempting to advance through previously placed stents, which also likely contributed to the reported difficulty. The IFU states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. It is likely that the stent interacted with the previously placed stents during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging. Additional treatment was used to snare the dislodged stent and remove it from the patient anatomy which resulted in a delay in treatment and prolonged hospitalization. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.